Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for four urine patient samples tested on a cobas 6000 c (501) module - c501. Of the four samples, two had erroneous results for albt2 tina-quant albumin gen.2 and one had an erroneous result for tpuc3 total protein urine/csf gen.3. The erroneous results were not reported outside of the laboratory. The first sample initially resulted with an albt2 value of 77.8 mg/l, which repeated as 41.7 mg/l. On (B)(6) 2018, the second sample initially resulted with a tpuc3 value of 105 g/l which repeated as 52 g/l. On (B)(6) 2018, the third sample initially resulted with an albt2 value of 104.4 mg/l which repeated as 56.3 mg/l. No adverse events were alleged to have occurred with the patients. The albt2 reagent lot number was 287343 and the tpuc3 reagent lot number was 307921. The reagent expiration dates were asked for, but were not provided. The customer performed the following maintenance actions: washing of reaction parts, sample probe washes, a cell blank measurement, and a photometer check. The cell blank measurement and photometer check were ok. Sample results became more stable after these actions, but imprecision still occurred after running some samples. Quality control results were within limits prior to the event although some imprecision was observed with controls tested for albt2. Calibration was ok, but calibration data showed frequent failed calibrations for tpuc3.

Manufacturer narrative:
The field service engineer ran hardware check testing. The testing initially failed for one parameter. The engineer checked the system hardware and replaced the reagent probe. The hardware check testing was correct after this action. Precision studies were performed. After the acceptable hardware check, the customer still experienced precision issues with albt2.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Based on the global qc recovery for the lots used, a general product issue could not be identified.